Event description:
Report rec'd reporting an incident at the facility involving a life shield 11952-01 locking blunt connector. The report states " 2 of these blunt connectors broke off at the luer-lok connector point. Patient was found with blood leaking from line onto bed." The involved device was discarded and as such, is not available to be returned. The MFR follow-up with the identified facility reporter learned very little info was available regarding the incident. The pt did not experience any serious consequence and/or injury. It is unknown how long the device was in use, what additional devices were involved, the therapy and or medication in use, set-ups, connections etc. Although the exact cause of the damaged/broken connector cannot be determined, based on the nature and/or extent of the damage, it appears to be related to incorrect usage/excess force and not as a result of the manufacturing processes.